Manufacturer narrative:
Concomitant medical products: product ID: 8711 , lot#/ serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 187 mcg day) via an implantable infusion pump. It was reported that the patient experienced inconsistent/suboptimal therapy. Sometimes spasticity was very low, sometimes it was very high. Surgery was performed to replace the catheter. During explant the catheter appeared to be kinked at the anchor. When attempting to remove the catheter it did not come out intact, causing the hcp to believe there may have been a fracture at that location. A portion of the catheter was left implanted.